Event description:
It was reported that twelve patients were randomized into the treatment group (n = 6) or control group (n = 6). In the treatment group, holes made during craniotomy were treated with hydrogel with bmp-2, 250 hg/ml, or hydrogel without bmp-2. In the remaining hole/s in the same patient, spongostan alone or tisseel mixed with autologous bone matrix were used as negative and positive controls, respectively. In the control group, the holes were treated with spongostan or tisseel mixed with bone autograft. Bone healing was assessed with CT scans after 3 and 6 months. Three patients, 1 in the treatment group and 2 in the control group, had postoperative infections that required antibiotic treatment.

Manufacturer narrative:
Citation: skough et al. Variation in calvarial bone healing capacity: a clinical study on the effects of bmp-2-hydrogel or bone autograft treatments at different cranial locations. J craniofac surg. 2013;24: 339-343. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.